Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was confirmed to exhibit errors 1007, 32056, and 48100. The unit was tested on an in-house system in normal mode where it passed all required tests. The unit was also tested on a psc fixture test platform (pftp) where all required tests past. The axes controller spar (asc) and axes controller spar button board3 (acsb3) was inspected for signs of liquid intrusion and residue was found. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site had error 1007. The surgeon did not use universal surgical manipulator (usm4) in the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to errors 1007 and 48100. Isi has not received the usm for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.